Event description:
A foreign office of the MFR learned indirectly on 12/6/96 that several weeks prior, a number of pts were treated on a linear accelerator while the accelerator was intentionally operated in the service/research mode. This allegedly may have caused some of the pts so treated to receive an overdose estimated to be 8 to 16 times the planned dose. The number of pts involved was 10. The report indicates that the local government has commissioned an expert in the field to investigate the event; thus the site was unavailable for investigation by others until 12/10/96 when local officials and facility personnel met with the MFR's reps. It was through the expert contacting the MFR's field office for product info that the MFR first became aware of the event; the user did not notify the MFR initially. To place the system in service/research mode, a panel on top of the control console must be opened by the use of a tool, then a key must be inserted into a lock to operate the servce/research mode key switch. The user manuals states that pts shall never be treated in research mode, and further recommends that this key be secured by a responsible staff member such as the resident physicist.